Manufacturer narrative:
The patient's prior admissions for their chronic driveline infection are reported under mfrs: 2916596-2022-00097 and 2916596-2022-00985. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (infection and renal dysfunction) cannot be conclusively determined through this investigation. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number (B)(4), until they expired on 25nov2021, reported under MFR # 2916596-2021-07280. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists renal dysfunction and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with volume overload and a chronic driveline infection. A culture taken was positive for two species of pseudomonas bacteria and klebsiella. The patient was given intravenous antibiotics that they continued on after their discharge on (B)(6) 2021.